Event description:
Information was received from a consumer (con), company representative (rep), and healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl (2,000 mcg/ml at 618.8 mcg/day) and bupivacaine (30 mg/ml at 9.283 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient had a return of chronic pain. There were no known environmental/external/patient factors that may have caused or contributed to the event. A dye study was performed on 2024-05-20 and the results were inconclusive. The catheter was replaced. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6); implanted: (B)(6) 2010; explanted: (B)(6) 2024; product type catheter pro duct ID 8578 lot# hg7t7g602; implanted: (B)(6) 2024 explanted: (B)(6)( 2024. Product type catheter section d information references the main component of the (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 20-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider via a company representative. Stated, that the hcp performed a dye study, but could not find out if the catheter was leaking our not. However, due to the patient¿s symptoms, he decided to replace the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.